Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported in the 112th annual meeting of the japanese urological association that a retrospective study was considered to determine the reasons for removal and reinsertion methods. A total of (B)(4) patients with severe urinary incontinence who underwent aus treatment, of which (B)(4) patients underwent removal or reinsertion were enrolled from 2010 to 2024. The following boston scientific products were used during the procedures: artificial urinary sphincter (aus). Regarding postoperative complications, (B)(4) patients presented device failures, ulcers in (B)(4) patients, infection in (B)(4) patients too. Reinsertion was performed in (B)(4) patients. For the penile corpus cavernosum method, (B)(4) cases were performed, which in (B)(4) patients the device was removed for failure, (B)(4) for ulcer, (B)(4) for infection. The device failures were considered as a deterioration of the system itself. It was reported that the patients that had been infected once tend to become infected again when reinserted, but no further information was provided. This report is for the patient complications reported.